Event description:
This report is 4 of 10 and is related to mfg report numbers: 3003249645-2024-00029, 3003249645-2024-00028, 3003249645-2024-00031, 3003249645-2024-00032, 3003249645-2024-00033, 3003249645-2024-00034, 3003249645-2024-00035, 3003249645-2024-00036, 3003249645-2024-00037. It was reported that the welding of the blunt tip suction tube (mcen770b30) broke between the handle and stem. Another device was available for use. No information on patient impact is available at this time.

Manufacturer narrative:
The blunt tip suction tube (mcen770b30) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation found that the stem of the suction tube was broken at the base of the handle at the weld. Root cause analysis: it was determined that there was an error in the handling of the instrument by the customer. An excessive force was applied leading to stem breakage.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. It was subsequently reported that the number of uses for this instrument is unknown and cannot be estimated.